Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he was having issues with sensor. Sensor glucose reading was 46 mg/dl and blood glucose was 146 mg/dl. Customer reported that he calibrates the device every time he does his blood glucose readings. Customer will always have issues when he woke up. Customer states the insulin pump has alarmed calibration error, sensor error, and blood glucose now. Troubleshooting was performed for the alarms. Customer was advised to change out sensor. No further information reported.